Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold and exit block were observed. Lead was explanted when repositioning was unsuccessful.